Manufacturer narrative:
(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Lot ju0535. Please clarify what is the quality issue experienced? - the product did not maintain a vacuum condition. Was the product used on the patient? Senology surgery. Was another reservoir used to correct the situation? Were there any patient consequences? If so, was there any associated medical or surgical intervention? Is the reservoir available to be returned for evaluation? If yes, what is the device return status. Surgeon: stefano mutti. No other detail available. No product is available for return.. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown senology surgery on an unknown date in 2022 and a reservoir was used. The product did not maintain a vacuum condition. No reported adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.